Manufacturer narrative:
The insulin pump was received with pump error confirmed in the history file. Problem isolated to electronic assembly. The insulin pump passed the self test and displacement test.

Event description:
The customer reported via phone call the insulin pump had a software error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that insulin pump had a software error detected alarm and they are able to complete insulin pump rewind. The troubleshooting was performed. Explained the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.